Event description:
It was reported that the physician complained about an increased of the battery voltage, compared to last follow-up. The drop of the battery voltage observed at the follow-up dated (B)(6) 2018 led to a shorter follow-up interval.